Event description:
The facility reported an overinfusion of heparin on a pt. The infusion was programmed at 11 cc/hr at 14:06. The bag of heparin contained 250cc. At 17:15 the pump alarmed. At that time, the nurse found the 250cc bag of heparin empty. Protamine sulfate was given to the pt as a result of the overinfusion. No adverse outcome has resulted. No add'l details are available.